Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4) for two patients compared to the results from the laboratory. Patient 1 meter result at 8:15 am was 3.1 inr. At 8:20 am, the result from the laboratory using dade innovin reagent was 2.3 inr. Patient 2 on (B)(6) 2018, the meter result at 10:00am was 3.2 inr. At 10:30 am, the result from the laboratory using stago reagent was 2.4 inr. This patient was female. No medical treatment was required based upon meter results. There was no allegation of an adverse event. The therapeutic range for both patients was 2-3 inr. The patients had no bleeding or bruising, were not anemic, had no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no changes in diet, illnesses, or medications. The suspect meter and strips were requested to be returned for investigation. Retention test strips (lot 294943) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.

Manufacturer narrative:
The customer¿s meter and strips were returned for investigation. Testing results: qc 1: 2.3 inr, qc 2: 2.2 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 8.3%. No information was provided in the complaint case that would point to a cause for the result discrepancy.